Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 39 mg/dl while wearing the pod longer than 48 hours. The patient mentioned that they fell due to the low blood glucose levels and only remembers waking up in the hospital. The patient was treated with some insulin by fluids and a dose of painkiller with the name of porabol. The patient was released the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to an over delivery of insulin. There are safety mechanisms within the device that prevent the over delivery of insulin. The device was found to function properly. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.